Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2021-01310. Additional information obtained revealed surgical intervention took place on (B)(6) 2021. During the procedure the patient's leads were removed, cleaned, and reinserted into their ipg with impedances being within normal range.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-01310.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Concomitant medical products and therapy dates: model: 3183, therapy date: unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-01310. It was reported the patient has been receiving ineffective therapy, overstimulation, and discomfort. An impedance check was taken and revealed low impedance on several contacts. Reprogramming was attempted but resolution was unsuccessful. In turn, the patient plans to undergo surgical intervention.